Event description:
The customer reported that the system had a communications error and had to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted. The fuses, boards, and connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.